Event description:
Per physicians notes: the needle was inserted then the wire through the needle. The physician felt resistance and pulled the wire out in the process the wire became unraveled. A piece of wire became lodged in the tissue not in the artery like in images. No harm to the patient and the physician used another of the same device to complete the procedure. The patient is doing fine.

Manufacturer narrative:
(B)(4) - device portion being left in tissue is not labeled. (B)(4) - separation is labeled. Product was returned in a used and damaged condition. Returned device was visually examined for any signs of damage that would substantiate a root cause. This device is inspected 100 percent for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case, the event description does make it clear whether the wire was still in the needle when the "physician felt resistance". Manipulation of the wire while in the needle can damage the wire. If the wire is trapped by patient anatomy elongation and separation are possible. An examination of the returned device reveals that the weld ball has separated, confirming the event description. The root cause of the elongation and break cannot be determined from the returned device. We will continue to monitor for similar complaints. Additional actions are not required as there is insufficient risk per quality engineering risk assessment.